Event description:
User received low sodium results for six patient samples. Sample 6, initial result was 131 mmol/l, repeat result from another analyzer was 140 mmol/l. Initial results were reported and sample repeated when a nurse questioned the results. There was no change in the patient treatment based on the erroneous sodium results. The field service rep determined the cell rinse was not filling properly and adjusted it. Performance tests were performed.

Event description:
User received low sodium results for six patient samples. Sample 2, initial result was 132 mmol/l, repeat result from another analyzer was 140 mmol/l and repeat on this analyzer after calibration was 141 mmol/l. Initial results were reported and sample repeated when a nurse questioned the results. There was no change in the patient treatment based on the erroneous sodium results. The field service rep determined the cell rinse was not filling properly and adjusted it. Performance tests were performed.

Event description:
User received low sodium results for six patient samples. Sample 5, initial result was 133 mmol/l, repeat result from another analyzer was 139 mmol/l. Initial results were reported and sample repeated when a nurse questioned the results. There was no change in the patient treatment based on the erroneous sodium results. The field service rep determined the cell rinse was not filling properly and adjusted it. Performance tests were performed.

Event description:
User received low sodium results for six patient samples. Sample 4, initial result was 128 mmol/l, repeat result from another analyzer was 136 mmol/l. Initial results were reported and sample repeated when a nurse questioned the results. There was no change in the patient treatment based on the erroneous sodium results. The field service rep determined the cell rinse was not filling properly and adjusted it. Performance tests were performed.

Event description:
User received low sodium results for six patient samples. Sample 3, initial result was 132 mmol/l, repeat result from another analyzer was 138 mmol/l and repeat from this analyzer after calibration was 140 mmol/l. Initial results were reported and sample repeated when a nurse questioned the results. There was no change in the patient treatment based on the erroneous sodium results. The field service rep determined the cell rinse was not filling properly and adjusted it. Performance tests were performed.

Event description:
User received low sodium results for six patient samples. Sample 1, initial result was 127 mmol/l, repeat result from another analyzer was 133 mmol/l and repeat on this analyzer after calibration was 135 mmol/l. Initial results were reported and sample repeated when a nurse questioned the results. There was no change in the patient treatment based on the erroneous sodium results. The field service rep determined the cell rinse was not filling properly and adjusted it. Performance tests were performed.